Event description:
Customer reported one discrepant sars-cov-2 tma sample using assay lot 278151 on panther instrument sn (B)(4). Each sample was collected from the same patient on two different days. The first sample was positive, but the second sample was negative.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed both wls were valid with typical control rlu values; no instrument or reagent issues were observed. Hologic product applications specialist (pas) reviewed logs and confirmed ts's findings. Ts and pas went over possible causes of discrepant samples with customer. The collection site sent a third sample for retesting/confirmation. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.